Event description:
The pt was implanted with her scs system on (B)(6) 2009 consisting of an ipg and paddle lead. It was reported that the pt lost stimulation after 2 months. An x-ray was taken which confirmed all system connections were intact. The system was explanted but not returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method - device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.